Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that epidural tubing leaked below the luer lock adaptor during an infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked below the luer lock adapter was confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional and pressure testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause was not identified.

Event description:
The customer reported that epidural tubing leaked below the luer lock adaptor during an infusion. There was no patient harm.